Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen via an implanted pump. The indication for pump use was intractable spasticity. The reporter was notified of a new system implant today and questioned why and was then told that the patient¿s pump was previously removed due to an infection. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved.